Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed an imaging system check-out, accuracy verification passed. System functioned normally. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues reported.

Event description:
A medtronic representative received a report that, while in a lumbar fusion procedure, the surgeon alleged all the instruments were navigating approximately 2mm deep. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient sex and weight provided. Age and ID are unobtainable.